Manufacturer narrative:
(B)(4). Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The product analysis show that the inner pouch has been returned in his original box with all pouches. The left and right supplier sealing was damaged. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin revision 1x40g, reference 3011630001, lot number a808ag2705 were manufactured on 12 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 complaints have been recorded for refobacin bone cement r 1x40 g, batch a808ag2705 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). A CAPA has been initiated in order to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when opening the cement, it was realized that the inner pouch was filled by loose powder, the pouch that contains thepowder is not well sealed and the powder of the cement goes out remaining between the first and the second pouch. The event occuredduring surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1 135 products designation refobacin revision 1x40g, reference 3011630001, lot number a808ag2705 were manufactured on 12 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that when opening the cement, it was realized that the inner pouch was filled by loose powder, the pouch that contains the powder is not well sealed and the powder of the cement goes out remaining between the first and the second pouch. The event occured during surgery. No adverse events have been reported as a result of the malfunction.